Event description:
It was reported the patient experienced discomfort at the ipg site, due to ipg migration. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg site was revised. The physician resutured the ipg.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.